Event description:
It was reported that the pt underwent tarsel tunnel release procedure in 2002. A continuous stitch of suture was used to close a 5" incision behind the left ankle. Initially, inflammation and spitting of suture at the distal end of the incision was noted. Three days later, inflammation and spitting of suture at mid incision with some discharge was noted. Four days later, inflammation and spitting of suture along entire incision was noted. The pt was treated with warm compresses, omnicef 300mg, and topical ichthamol. The condition is resolving.